Manufacturer narrative:
This report is submitted on august 6, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection and subsequently underwent revision surgery in (B)(6) 2018 to debride the skin. The patient developed another infection and the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device during the same surgery.